Event description:
Incorrect sided femoral nail implanted.

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
The device was not returned.

Event description:
Incorrect sided femoral nail implanted.